Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the complaint investigation. Updated fields: h4, h6, h11. Olympus provided the following result of the culture test, performed at the third-party labs. Sampling date: (B)(6) 2026, sampling from: all channels, cfu: no detection, bacterial identification: none. In addition, the following reportable malfunctions were identified: air and water cylinder had foreign objects. The most probable cause could not be established. The service history¿of this device¿was reviewed, and it was discovered that there was a repair on october 20,2025. The review of the previous repair did not reveal failures that could be the cause of the reported contamination. Despite good faith efforts being made, additional information was not able to be obtained. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use before repair, the results conformed to the regulation's recommendation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.